Manufacturer narrative:
Reported event was confirmed by x-ray review. X-ray review states that left total knee arthroplasty complicated by damaged anterior tilted hinge pin and metallosis. Possible contributing factor to hinge pin malalignment is malalignment of the tibial component which lacks desirable posterior slope. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two years post-implantation due to locking knee and hyperextending joint. It was indicated that the problem could be a result of damage to the hinge pin. The surgeon indicated that during the revision the pin was noted to be loose. He also noted that there was wear of the polyethylene bearing and the patella button. Metallosis was found by third party x-ray review. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen rotating hinge knee articular surface, cat#: 00588006014 lot#: 62207488. Nexgen all polyethylene patella, cat#: 00597206535 lot#: 62793817. Nexgen straight stem extension, cat#: 00598801012 lot#: 37215178. Nexgen tibial tray, cat#: 00588000600 lot#: 62788361. Nexgen straight long stem extension, cat#: 00598801114 lot#: 00370899. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01631, 0002648920-2017-00685.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two years post-implantation due to locking knee and hyperextending joint. It was indicated that the problem could be a result of damage to the hinge pin. The surgeon indicated that during the revision the pin was noted to be loose. He also noted that there was wear of the polyethylene bearing and the patella button. No additional patient consequences were reported.